Event description:
It was reported that the customer was hospitalized for a site infection. The customer's mother stated that her daughter was using expired reservoirs from 2010. It was explained to the customer's mother that using expired reservoirs can cause infection. The customer's mother then stated that the infection site was red and swollen, with signs of discharge. The customer's mother added that the infection had been there for a month and that the customer did wash hands prior to touching the site. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.